Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient's weight. Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the wireless software displayed the elective replacement indicator (eri) message. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.